Event description:
The customer alleged the 840 ventilator stopped cycling while on a pt. The pt was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not reproduce the reported problem. No parts were replaced. The unit passed extended self testing.